Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 10 was not opened. A field service engineer removed the medication jam to resolve the issue, and the customer was verified and did the inventory from the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux, the drawer was not opening. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.